Event description:
It was reported that the spinal cord stimulator (scs) had multiple impedances. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced and the lead extensions were removed. There were no reported complications postoperatively. Additional information was received that the explanted device components were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial(B)(6), batch: 2000010100, UDI: (B)(4). Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 17674232, UDI:(B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) had multiple impedances. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced and the lead extensions were removed. There were no reported complications postoperatively.